Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was having difficulty in restocking the cubies because the screen kept getting stuck. The customer reported trouble restocking cubies as the screen remains stuck on restock old cubie to cabinet, with repeated issues specifically when attempting to restock pantoprazole 40mg dr tab. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlated to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the user experienced difficulty restocking cubies because the screen repeatedly became stuck. A technical support specialist (tss) remotely accessed the machine and observed that the screen was stuck at the same point reported by the user. The tss reviewed the system activity and identified that the most recent transaction for the item was a dispensation status, which aligned with the user reported issue that the cubie was being rejected when inserted into the drawer. The tss assisted the user by restarting the application and reviewing the populate function to check for any errors, however no errors were observed. The tss then instructed the user to proceed with restocking again. The user was able to successfully restock the remaining six cubies without further issues. When asked about the previously rejected cubies, the tss advised the user to consult the pharmacy for further guidance and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.